Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to an aortic prosthesis procedure. Reportedly, the sheath was upsized and the procedure was completed. The two proglide were used to close; however, a little bleeding was seen after closure. A third proglide device was attempted and after step 2 (pushing in the plunger) disassembling [separation] was noted. Another proglide suture was successfully used and hemostasis was achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿needles and cuffs did not connect¿ was confirmed. The unusual feeling during plunger deployment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1562- removed.

Event description:
Subsequent to previously filed report, updated information was received: it was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to an aortic prosthesis procedure. Reportedly, the sheath was upsized and the procedure was completed. The two proglide were used to close; however, a little bleeding was seen after closure. A third proglide device was attempted yet the plunger felt very "soft" when pressed and the needles and cuffs did not connect. The suture was not able to be harvested for use. A fourth proglide suture was successfully used and hemostasis was achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.